Event description:
A customer reported a cartridge alarm, specifically alarm 20, occurring during the pump's loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge using the proper technique, but the alarms persisted, preventing successful cartridge loading and insulin therapy resumption. Consequently, the support team decided to replace the pump. The customer was advised to use multiple daily injections as a backup insulin therapy and was guided on how to put the pump into storage mode and return it to tandem using a pre-paid label.